Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A complete lead was returned for analysis measuring 52.2 cm. External insulation abrasion was noted at 46.7-47.1 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.